Event description:
It was reported that during an lar procedure that after 5 minutes using, an error occurred. The blade tip broke. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.